Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) system battery change, shock lead impedance dropped to a low out-of-range value of zero ohms. Shock lead impedances have been seen previously in the presence of electromagnetic interference (emi). The shock impedance returned to normal values once the external defibrillator was turned off. No adverse patient effects were reported.